Event description:
A ventilator was returned to the manufacturer for evaluation. The manufacturer was previously noted that a device's cord retainer, base enclosure, handle and warning label were replaced due to physical damage. No actionable errors were observed. The device failed a test step although no test sheet was available at the time for review. There was no evidence the device was in patient use. The device evaluation has been completed, and the internal battery failed a test step indicating a failure to charge. The internal battery needs to be replaced when the component is back in stock. Once the component is replaced, final testing will be completed. A final report is being sent. If any additional information is received once the testing is complete, a follow-up report will be filed.